Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 830 or 9am with a blood glucose level of 800 mg/dl. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with syringes. The customer was assisted with troubleshooting and found that their cannula was bent. The customer was advised to change the set. The customer did not return the product back for analysis.